Manufacturer narrative:
A2: unk a3: unk a4: unk a5: unk a6: unk. B3: unk. D2: common device name: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk h6: health effect impact code: 4644 - topical antihypertensives. Claim # (B)(4).

Event description:
A copy of a retrospective, observational study was found by staar surgical company, dated (B)(6) 2023. The study was in regard to "refractive outcomes of posterior chamber phakic (spheric and toric implantable collamer lens) intraocular lens implantation with a central port design." A total of 254 eyes of 134 patients underwent icl v4c model and toric icl v4c model implantation. Complication rate of 12.99% being elevation of intraocular pressure (iop) the most common observed in nineteen eyes, all of which responded well to topical antihypertensives. Additional information has been requested but none has been forthcoming.